Event description:
The pt underwent emergent catheterization around 3:10 am in response to an acute inferior wall mi with st elevation. A high-grade thrombotic lesion was seen in the distal right coronary artery. The pt experienced successful balloon angioplasty at the site of a previously placed stent, but a calcified lesion remained. For this reason, rotational atherectomy was done. The physician used an 8f short introducer sheath for vascular access and an 8f hockey stick guide catheter to cross the lesion. Only one burr was run on the wire for 2.15 minutes. The advancer ran a total of 50-60 seconds in multiple durations of 5-10 seconds each. The rotablator burr had a sudden deceleration, embedding itself in a calcified plaque and resulting in a driveline fracture. The pt's condition was stable with mild chest pain at the time of the event. These symptoms were treated with intravenous nitroglycerin and morphine sulfate. No st elevation was present on the EKG. The physician was unable to retrieve the burr percutaneously. The pt was sent on an iabp for emergent single vessel CABG surgery involving ligation of the proximal right coronary artery and removal of the burr and the associated rca segment. The pt's current status is "stable with no significant functional impairment." The physician stated, "perhaps a smaller burr size might have been better, but the excised, calcified segment of rca showed that the calcium was quite hard. The calcium even blunted the surgeon's scissors."

Event description:
During a rotational atherectomy procedure, the rotalink burr disconnected from the rotawire. The physician was attempting to treat a lesion in the right coronary artery, just distal to a previously stented lesion (from a prior procedure). The lesion was very heavily calcified. The physician thinks that the stent proximal to the lesion had struts around the calcium where the physician was rotablating. During the procedure, the rotablator stalled, the burr jumped forward, and the rpms quickly increased. The burr disconnected from the catheter and lodged itself distal to the target lesion. The burr could not be reached due to the volume of calcium, so the pt was sent for surgery to remove the burr. Additional info has been requested regarding this event.